Event description:
During the course of removing a diagnostic arterial catheter over a guidewire, the tip of the catheter sheared off the body of the catheter and was a free floating foreign body in the rle artery. Several attempts were made and several techniques were employed too obtain the successful removal of the foreign body.